Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting impedance measurements >2000 ohms in addition to high thresholds and r-waves. The lead was removed from service and the patient received a heart transplant.